Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue on lens). (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.0/+1.5/095 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to lens tore/broke during delivery into the eye. The lens was not exchanged for another lens.